Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was experienced hyperglycemia. Customer¿s blood glucose level was 33 mmol/l at the time of incident and current blood glucose level was 22.7 mmol/l. Customer was treated with manual injection for nine units. Customer stated that due to insulin pump that died she went on high. Customer had little drougy. Troubleshooting was performed for hyperglycemia. The insulin pump will be returned for analysis.